Event description:
It was reported that the left ventricular (lv) lead was causing intermittent diaphragmatic stimulation. The patient reported that the stimulation occurs after eating a meal and sometimes when laying on their right side. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).